Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket/510(k): k141521, k141597. E1: initial reporter facility name: (B)(6) medical center. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0 x 100 mm, 135 cm mustang balloon catheter was advanced for dilatation. During the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. A second inflation was performed at 10 atmospheres for 10 seconds. The device was removed, and the procedure was completed with a different device. No patient complications were reported as a result of the event.